Manufacturer narrative:
A ge representative evaluated the system and reformatted the hard drive and reloaded software. The system operates as intended.

Event description:
The customer reported, the system would not boot up. No pt injury was reported.